Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Customer delivered a correction bolus via pump to address bg. The customer declined to further troubleshoot the issue tither tandem technical support, therefore no additional information was obtained.